Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump had many scratches on display window. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.